Event description:
A pt reported experiencing inaccurate low results with a ot ii meter. The pt's blood glucose result was 124mg/dl, lab result was not reported. Tests were done within 20-30 min with a difference of >20% per reported issue notes. Pt did not experience any adverse events. No further info has been reported.